Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one magnum needle was received for evaluation. Upon visual evaluation, the needle appeared to have blood residue throughout the cannula and received without protective tubing. The stylet hub was noted to be detached, and the piece was not returned. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the identified detachment of device or device component as the stylet was noted to be detached from the stylet hub. However, the investigation is inconclusive for the reported failure to obtain sample and device-device incompatibility as no functional testing was performed due to the nature of the complaint. A definitive root cause for the reported failure to obtain sample, reported device-device incompatibility and identified detachment of device or device component issue could not be determined based upon the provided information. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an echo guided breast biopsy through normal tissue density, the needle allegedly failure to obtain sample. It was further reported that the needle does not fit with the gun no coaxial was used and the procedure was completed using another device. There was no reported patient injury.